Event description:
Device malfunction: none. Time of symptoms/ae: post vessel closure. Symptoms/ae: pain, retroperitoneal bleed. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the right femoral artery after a diagnostic procedure. The clip was successfully deployed and the device was removed from the wound track. Hemostasis was achieved with the clip. Almost immediately the patient complained of groin pain, then stomach pain. Manual compression was applied, however, the patient's pain increased with the application of pressure. Within 20 minutes post-procedure, a CT scan was performed and a retroperitoneal bleed was noted. The stick appeared borderline too high, with a dye leak out of the arterial space into the abdominal space. There was no bleeding noted around the clip site. A femstop was applied, and the patient was admitted for overnight observation. The patient's status was reported as "doing better" the next day. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not provided. Therefore, a device history record review could not be performed.